Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes molding defect was found inside of the tube. The following information was provided by the initial reporter. The customer stated: "customer is reporting plastic protruding inside tube with product 367856, lot 2109070."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint from catalog 367856, lot number 2109070. Therefore, 90 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes molding defect was found inside of the tube. The following information was provided by the initial reporter. The customer stated: "customer is reporting plastic protruding inside tube with product 367856, lot 2109070."